Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a total laparoscopic hysterectomy and a bilateral salpingo-oophorectomy due to fibroids, pelvic pain, and stress urinary incontinence. On (B)(6) 2011, vesicovaginal repair and omental pedicle graft due to fistula and pelvic inflammation were performed. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 7/6/2016. Additional information: age/date of birth, other relevant history.